Manufacturer narrative:
Preliminary analysis showed that no freeze occurred on the programmer. The user unplugged the power supply of the programmer following multiple telemetry errors.

Event description:
During a follow-up of an ICD device (paradym 2 vr, sn (B)(4)) on (B)(6) 2016, several issues were encountered with the programmer: the programmer booted very slowly and afterwards worked slowly throughout the follow-up. In overview screen no parameters were visible. During the threshold test the screen froze and the programmer had to be shut down by pulling the plug. Another follow-up was successfully performed on (B)(6) 2016.

Event description:
During a follow-up of an ICD device (paradym 2 vr, sn ((B)(4)) on (B)(6) 2016, several issues were encountered with the programmer: the programmer booted very slowly and afterwards worked slowly throughout the follow-up. In overview screen no parameters were visible. During the threshold test the screen froze and the programmer had to be shut down by pulling the plug. Another follow-up was successfully performed on (B)(6) 2016. Preliminary analysis showed that no freeze occurred on the programmer. The user unplugged the power supply of the programmer following multiple telemetry errors.